Event description:
Additional information: the nodules regress gently after injection of hyaluronidase and taking corticosteroids at small dose. Patient has also been advised to take plaquenil.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of edema, indurations, erythema, nodules, and ear plugged are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: undesirable effects "the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. Induration or nodules at the injection site. Patients must report inflammatory reactions which persist for more than one week, or any other side effect which develops, to their medical practitioner as soon as possible. The medical practitioner should use an appropriate treatment."

Event description:
Patient, who is also a dermatologist, reported they were injected a year ago to the valley of tears, dark circles, nasolabial folds, upper lip, and marionette lines with unspecified juvéderm® voluma¿, juvéderm® volift¿ with lidocaine, and juvéderm® volbella¿ with lidocaine. The patient returned from a trip and was ¿very cold on the plane¿ and upon arrival their right ear was plugged and they had edema of the right lower eyelid. Two days later patient was prescribed 3 days of solupred by an otorhinolaryngologist. The patient has had ¿indurations for several weeks.¿ the problem persists in the bilateral lower eyelids and involvement of the lip, chin, and nasolabial folds. Patient has erythema and nodules on their eyelids, and nodules without erythema ¿to other sites.¿ no pain. After completing solupred patient was prescribed augmentin for 10 days. After 9 days patient had ¿involvement of the upper eyelids.¿ the next day patient was prescribed a tapering dose of solupred for 13 days. Four days after completing solupred the ¿eyelids worsen and always nodules present in the lower face.¿ the symptoms disappear after a few days of corticosteroids but still have not resolved. This is the same event and the same patient reported under MDR ID# 3005113652-2017-00572 (allergan complaint #(B)(4)) and MDR ID# 3005113652-2017-00573 (allergan complaint #(B)(4)). This MDR is being submitted for the third suspect product, juvéderm® volift¿ with lidocaine, also a device manufactured by allergan.

Manufacturer narrative:
The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Additional information: patient's lesions have persisted for 2.5 months while being treated with solupred and having hyaluronidase injected to black circles. Augmentin was prescribed due to persistence of the lesions. It was additionally noted patient had right side ear-drum pain.